Manufacturer narrative:
D4) model number is xeridiem part number. Catalog number is part number of exclusive distributor cook medical. Expiration date and full UDI is unknown since lot number is unknown. E1) initial reporter associated with cook medical complaint handling group for europe. Event occurred at c.h.u toulouse in france. H3) as of filing of this emdr, the involved device has not yet been received although its return is requested. H6) codes chosen based on information reported in the complaint and investigation being in process. Internal complaint number (B)(4).

Event description:
We took back to the operating room a patient who had a percutaneous gastrostomy tube inserted (with anchors) on (B)(6) 2024 because it had moved. This problem had already occurred recently with other patients. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
We took back to the operating room a patient who had a percutaneous gastrostomy tube inserted (with anchors) on (B)(6) 2024 because it had moved. This problem had already occurred recently with other patients. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A1-a6) there was no patient information available from this event. D4) model number is xeridiem part number. Catalog number is part number of exclusive distributor cook medical. Expiration date and full UDI is unknown since lot number is unknown. E1) initial reporter associated with cook medical complaint handling group for europe. Event occurred at (B)(6) in france. H3) as of filing of this emdr, the involved device has not yet been received although its return is requested. H6) codes chosen based on information reported in the complaint and investigation being in process. Internal complaint number (B)(4). Xeridiem medical devices had requested from the distributor additional information about the incident as well as return of the device for evaluation (including a tracking number for the return). The device was received on 10/23/2024. However, device was confirmed to not be manufactured by xeridiem. Multiple follow-up requests were sent for more information but no response. So we conclude this as a non-reportable because the device was not manufactured by xeridiem medical devices.